Event description:
The manufacturer received information alleging difficulty breathing related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to bipap device's sound abatement foam. The patient alleged to have difficulty breathing. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The manufacturer inspected the device internally and externally. There was unknown brown and black contamination inconsistent with degraded sound abatement foam at the air inlet of the blower box, light dust-like contamination on top of the blower motor and blower motor seal. Black contamination consistent with keratin at the air outlet of the blower box, tiny unknown black and white specks of contamination and potential dried liquid spots on the bottom of blower box was found. Gray and black potential hair/fibers on the bottom enclosure, unknown brown and black particles on the bottom enclosure, a few unknown black dust-like contamination on rear panel, white, brown and black dust-like contamination on blower box lid, potential dried liquid spots on bottom of blower motor was observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Sections d8, d9, h2, h3, h6 were updated in this report.